Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor (cgm). Specific bg value not provided and cause was not known. A correction injection was delivered to address bg. The customer declined to provide additional information regarding the issue.